Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a133 (lot: va2atgk); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they had not had a great experience with the bladder stimulator and reported they were getting it removed tomorrow due to their experience. The patient stated they had mixed emotions with it because it helped a little bit, but the side effects were just too much. The patient stated once it was moved to the right side they did not have the same results as they did for the test lead. Only one program slightly helped and the rest were either not effective or caused them a lot of spine pain and stiffness. They noted that after the lead revision the new rep did not program it to the right side and reported they were trying to get programs to work for like a month and stated they called the rep stating they were not getting any response. The patient sated they worked with a different rep and had it programmed to the right side. The patient reported the problem as soon as it was programmed to the right side and it started working almost every single program caused them spine pain from their neck to their tailbone. The patient reported because they were having such spine pain with it and they didn't have spine pain until "it got moved to the right side, and the programs got turned to the right side." The patient stated they contacted the rep and they worked with the patient and there was only one program that did not cause that problem but it caused a little itching in patient's foot so the rep turned down the pulse width and looked at the x-ray and told patient "it looked like it had shifted too far laterally" so it would make sense that the patient was having spine pain. The patient stated they were thorough with each programs. They stated they were recommended to a different provider and stated the other provider said because patient has health issues they wanted to rule out anything else and stated they had mris and they were cleared on everything. The patient stated based on all of this and ruled out everything else that was why they are having implant removed tomorrow. The patient stated they worked really closely with the rep and had patient "turn off the program" to see if the spine pain got better and the patient stated it did get better, it stopped the pain. The patient stated they tried to slowly start it back on but it kept them up at night because it caused such pain and they had to get steroid injections. The patient stated based on mris there was a little bit of "ibh" but not anything that would cause the spine pain they were experiencing. The patient stated the implant helped with their spasms and they still had to pee frequently but it helped them to be able to drink enough water to stay hydrated. The patient stated unfortunately the pain was too severe that they had to have the implant removed. When asked for event date, patient stated they believe they had implant first put in (B)(6) 2021. They stated the revision was on (B)(6), 2021. They also stated their doctor had advised the patient to contact the manufacturer regarding this. The patient stated their doctor told them it seemed to be the device since they did all other work up and that was why they were having the implant remove. The agent reviewed the role of patient services and redirected the patient to their managing healthcare provider to further discuss the issue. [See pe 704288799 for lead revision and (B)(4)  for lead placement issues].